Event description:
It was reported that a patient underwent a primary, laparoscopic bilateral inguinal hernia repair procedure on (B)(6) 2007 and mesh was used. The patient experienced a hernia recurrence on the left side in (B)(6) 2011. The patient was seen by the surgeon in (B)(6) 2011 and had a re-operation on (B)(6) 2011. The patient is currently doing fine.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.